Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported 2 bd nexiva¿ closed IV catheter system had leakage at the septum. The following information was provided by the initial reporter: "when removing the needle - it is leaking from the place where the needle was removed from - it happen twice..."

Event description:
It was reported 2 bd nexiva¿ closed IV catheter system had leakage at the septum. The following information was provided by the initial reporter: "when removing the needle - it is leaking from the place where the needle was removed from - it happen twice..."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.